Event description:
A note with the device indicated that paramedics attempted to administer external pacing to a pt with the device and the device allegedly displayed a connect electrodes alarm and use of the pacing function was inhibited. The pt was not resuscitated. No other info regarding the event or the pt was provided. A clinical review of the reported event by medtronic concluded that the reported malfunction did not likely contribute to the pt's outcome.